Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had failed the oxygen sensor calibration and out of specifications readings. Patient involvement information was not provided.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.